Manufacturer narrative:
Supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that power cord reel of cardiosave intra-aortic balloon pump (iabp) needs replacing. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field- h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated and found issue is the second power plug damage at the site in the same month, classified as customer abuse. Fse replaced power cord. Function testing passed, calibration confirmed, case of rescue unit not opened since the damage was in the cart. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.